Manufacturer narrative:
A report was received that a cypher stent delivery system (sds) was associated with failure to cross the target lesion. The product was returned for analysis and a secondary finding of proximal strut uplift was identified. Investigational attempts have been made to obtain additional information regarding the pt, vessel characteristics, and procedural details. At this time, no additional information has been forthcoming. It was reported a cypher stent (2.50x13) did not cross a tortuous lesion located in the right coronary artery. The safety and effectiveness of the cypher stent has not been established in this type of vessel and/or lesion. The proximal struts of the stent were reported to have flared during attempts to cross the target lesion. The product was returned for analysis. The proximal end of the stent had the struts uplifted. No other anomalies were identified. A device history record review of the involved lot revealed the product met quality requirements for product acceptance. Conclusion: analysis confirmed proximal strut uplift. The exact cause of the event could not be conclusively determined. However, it appears the strut uplift may have occurred during the attempt to cross the target lesion. There are vessel factors that may have contributed to the reported event.

Event description:
The 2.50 x 13 cypher stent did not cross a tortuous lesion in the right coronary artery. Upon receipt of the product, the proximal struts were flared. Additional details were requested but were not forthcoming.